Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-10309. It was reported the patient experienced a change in stimulation after suffering a fall. Lead diagnostics showed multiple contacts on the right lead had high impedances. Reprogramming was only able to capture left sided coverage using the left lead. X-rays did not identify any visible fractures. Surgical intervention may be pending to address the issue.